Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-13456. It was reported that patient presented for routine device change. During the pre-operative check, fluoroscopy revealed externalized conductors on the right ventricular lead. All electrical measurements were stable. While explanting the lead, the right atrial lead dislodged. Both leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that as received, a partial lead was returned in three pieces measuring 20.2 cm, 21.7 cm, and 3.5 cm respectively. Visual examination found external insulation abrasion breaching the outer insulation and exposing the outer coil noted at 20.0 cm to 20.2 cm from the connector pin, consistent with lead friction to the ICD can. No other anomalies were found.